Event description:
It was reported that camera head had cable breakage issue. The issue occurred during an unknown procedure. The intended procedure was completed with the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged cable unit there is noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that camera head had cable breakage issue. The issue occurred during an unknown procedure. The intended procedure was completed with the similar device. There were no reports of patient harm.